Event description:
Pt had phacoemulsification right eye with posterior chamber intraocular lens implant. The lens was implanted into the pt's right eye and was not sitting properly. The physician went to use the iol cutter to cut the lens, when a piece of the scissors broke off and fell back into the posterior chamber of the pt's eye.